Event description:
It was reported that patient underwent a reimplant procedure of an inflatable penile prosthesis (ipp). Previous ambicor penile prosthesis (app) device was explanted about 3 months ago due to a pump erosion. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information is available.